Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that their reason for calling was because ¿they received a word from their programmer¿ that the ins was ¿going out.¿ caller explained that they meant they saw eri on the patient¿s programmer. The caller reported that they usually check the patient¿s ins once a week and noted that it was a week ago that they saw the eri. The caller reported that they saw eri before on another ins the patient had. Caller reported that they probably happened at the end of (B)(6) and they ¿didn¿t do anything about it¿ because they were going to see the patient¿s neurologist a month later. The caller explained that the reason for calling was to know when the ins was dead, and what they could expect. Caller reported that they already went to see a doctor at the university of (B)(6) who told them they could schedule a replacement surgery in a week or two. It was reviewed that the patient could expect a return of symptoms when the patient reached eos. Caller reported that the patient had parkinson¿s (indicated they had this prior to the implant). The caller noted they had the implant since 2011. The caller reported that patient was not walking now and was currently in a wheelchair. The patient asked a date for when the patient first experienced the issue. The caller stated that it came from their lower back and noted that the patient had stenosis and the patient had ¿always had back problems.¿ the caller stated that those issues were ¿nothing like they had 10 years ago ,¿ and it had ¿slowly accelerated.¿ caller added that the parkinson¿s had ¿caused screws to come out.¿ patient services again asked when the dates for those issues with walking were and they stated (B)(6) 2016. Patient services asked if the stenosis was pre-existing prior to the implant. The caller stated they didn¿t know. The caller noted the patient didn¿t have essential tremors. The caller reported that the patient had problems swallowing. Patient services asked a date for when the issue first started. The caller answered the patient had their throat checked because they had difficulty getting the meds down, so they had their throat checked by a doctor who told them to use ¿apple soft¿ about 4 years ago. The caller stated that it had gotten better, but in the last 6 months the patient had coughing and difficulty swallowing. The caller then proceeded to state that it¿s ¿mostly movement.¿ with the patient. The caller stated the patient¿s balance had gotten worse. Caller noted that the patient fell a lot and noted that it was the spring or summer of 2017 that the patient was falling. The caller noted they weren¿t sure if the dbs helped the patient with their balance. The patient noted they knew the ins battery was at 50%. It was reviewed that they were likely looking at the patient programmer battery level since that showed a percentage. They requested the caller to get the patient programmer out to check the voltage and it was reported to be at 2.56v. It was reviewed the ins would trigger eos at 2.2v, and the caller stated they understood. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the doctor did not know the fact of the screws coming out. The cause of the eri and symptoms were not known. The resolution was the ipg replacement and the issue was resolved. There were no further complications reported.